Event description:
Manufacturer report number 1627487-2022-06902. It was reported that the patient's l1 lead was fractured, confirmed via x-ray. Surgery took place on (B)(6) 2023 wherein the l1 lead was explanted and replaced. During the surgery it was noted the patient¿s l3 lead had migrated and was also explanted and replaced. Therapy has been restored.

Manufacturer narrative:
D4: serial number, lot, number, expiration date and UDI number. The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.